Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed arm pain on (B)(6) 2022 after which they presented to the emergency department. The left arm was noted to be cold and had no pulse was detectable with doppler. Vascular surgery was consulted and the patient was taken to the operating room (or). The patient underwent a decompression fasciotomy of the left arm and a thrombectomy of the left brachial artery. On (B)(6) 2022 the patient had bilateral blurry vision with no other focal deficits. This was not reported to the patient's clinical team until (B)(6) 2022. Neurology was consulted and a head computed tomography (CT) scan was performed which demonstrated multifocal hypodensities, most notably in the medial left occipital lobe, was found concerning for subacute stroke likely secondary to the cardioembolic source.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported peripheral thromboembolism, subacute stroke, infection, and bleeding could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), (B)(6). No product is available for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C lists venous thromboembolism and arterial non-central nervous system (cns) thromboembolism, infection, bleeding, and stroke as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." The IFU outlines the recommended anticoagulation regimen and the suggested anticoagulation modifications in the event there is a risk of bleeding. Section 5 "surgical procedures" (under ¿preparing the ventricular apex site¿) instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also states that pump function will be compromised in the presence of inlet obstruction. Section 5 (under ¿implant procedures¿) additionally warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 "patient care and management" (under "anticoagulation") contains information regarding the recommended anticoagulation therapy for patients using the device. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had a positive urine culture on (B)(6) 2022 and was treated with oral antibiotics for five days. On (B)(6) 2022, the patient complained of pain and weakness in the left forearm surgical site from the recent fasciotomy. Vascular surgery evaluated the site. Swelling was noted at the site. Some of the sutures were removed and a hematoma was evacuated. The wound was packed and covered with a dressing. The patient reported significant pain relief and sensation improvement. The patient went to the operating room on (B)(6) 2022 for a wound washout. A wound vacuum was placed on (B)(6) 2022. During a would vacuum change on the patient's left forearm on (B)(6) 2022, the patient was noted to have significant erythema. A wound swab was taken and grew gram negative organisms including enterobacter cloacae complex. The patient was started on vancomycin and zosyn.